Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one month later, the filter was deployed in an infrarenal location without complications and the patient was transferred to the recovery room in stable condition. Approximately one-month post filter deployment, the patient was scheduled for filter retrieval. The right internal jugular vein was accessed and venogram demonstrated a normal vena cava. Multiple attempts to snare the ivc filter were unsuccessful. It was thought the filter was at an angle. The procedure was concluded, and the patient tolerated the procedure well. Approximately two months post filter deployment, the patient was scheduled for filter retrieval. The right internal jugular vein was accessed venogram demonstrated the filter below both renal veins with clot proximal to the filter. Multiple attempts for filter removal were performed using multiple devices. The hook of the filter was embedded into the vena caval wall. During manipulation of the filter, one of the limbs became trapped in the snare and was pulled cranially. The decision was made to conclude the procedure after multiple unsuccessful retrieval attempts. Therefore, the investigation is confirmed for alleged filter tilt, material deformation of the filter limb that was pulled cranially, and retrieval difficulties. Additionally, it can be confirmed that the patient experienced thrombus above the filter post-deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately one month post filter deployment, the patient was scheduled for filter retrieval. The attempts to snare the filter were unsuccessful. The filter was thought to be at an angle. The patient was scheduled for a second retrieval procedure approximately two months post filter deployment, venogram demonstrated thrombus proximal to the filter. Multiple retrieval attempts were made with multiple devices; however the hook of the filter was likely embedded into the caval wall which resulted in an unsuccessful retrieval. During a retrieval attempt, one of the shorter filter limbs was pulled in a cranial direction. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of pulmonary embolism was schedule for filter placement. The filter was deployed in an infrarenal location without complications and the patient was transferred to the recovery room in stable condition. Approximately one month post filter deployment, the patient was scheduled for filter retrieval. The right internal jugular vein was accessed and venogram demonstrated a normal vena cava. Multiple attempts to snare the ivc filter were unsuccessful. It was thought the filter was at an angle. The procedure was concluded and the patient tolerated the procedure well. Approximately two months post filter deployment, the patient was scheduled for filter retrieval. The right internal jugular vein was accessed venogram demonstrated the filter below both renal veins with clot proximal to the filter. Multiple attempts for filter removal were performed using multiple devices. The hook of the filter was embedded into the vena caval wall. During manipulation of the filter, one of the limbs became trapped in the snare and was pulled cranially. The decision was made to conclude the procedure after multiple unsuccessful retrieval attempts. The patient was hemodynamically stable at the conclusion of the procedure and transferred to the recovery room without incident. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not provided. Approximately one month post successful filter deployment, multiple attempts were made to snare the filter; however, it could not be retrieved. Approximately two months post filter deployment, a venogram during a scheduled removal identified clot proximal to the filter. Multiple attempts were made to remove the filter however the filter remains implanted. During manipulation of the filter, one of the limbs became trapped in the snare and was pulled cranially. Based on the provided medical records, the investigation can be confirmed for a tilted filter, material deformation of the filter limb that was pulled cranially, and difficulties in removing the filter. Per the provided medical records, the filter limb was moved cranially during a snare attempt. The reported tilted filter could lead to difficulties removing the filter. However, the definite root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt are known complications of vena cava filters. - filter malposition. - filter tilt. -procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. -caval thrombosis/occlusion. - remove the denali filter using an intravascular snare only. Note: it is possible that complications such as those described in the ¿warnings¿, ¿precautions¿, or ¿potential complications¿ sections of this instructions for use may affect the recoverability of the device and result in the clinician¿s decision to have the device remain permanently implanted. Date received by MFR. (Conclusion). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately one month post filter deployment in a patient with history of pulmonary embolism the patient was scheduled for filter retrieval. The right internal jugular vein was accessed and attempts to snare the filter were unsuccessful. The filter was thought to be at an angle. The procedure was concluded and the patient tolerated the procedure well. The patient was scheduled for a second retrieval procedure approximately two months post filter deployment. The right internal jugular vein was accessed and venogram demonstrated thrombus proximal to the filter. Multiple retrieval attempts were made with multiple devices; however the hook of the filter was likely embedded into the caval wall which resulted in an unsuccessful retrieval. During a retrieval attempt, one of the shorter filter limbs was pulled in a cranial direction. The procedure was concluded and the patient was hemodynamically stable at the conclusion of the procedure. No additional information was provided in the medical records received.

Manufacturer narrative:
Medical records were received and reviewed. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: the patient with history of pulmonary embolism was schedule for filter placement. The filter was deployed in an infrarenal location without complications and the patient was transferred to the recovery room in stable condition. Approximately one month post filter deployment, the patient was scheduled for filter retrieval. The right internal jugular vein was accessed and venogram demonstrated a normal vena cava. Multiple attempts to snare the ivc filter were unsuccessful. It was thought the filter was at an angle. The procedure was concluded and the patient tolerated the procedure well. Approximately two months post filter deployment, the patient was scheduled for filter retrieval. The right internal jugular vein was accessed venogram demonstrated the filter below both renal veins with clot proximal to the filter. Multiple attempts for filter removal were performed using multiple devices. The hook of the filter was embedded into the vena caval wall. During manipulation of the filter, one of the limbs became trapped in the snare and was pulled cranially. The decision was made to conclude the procedure after multiple unsuccessful retrieval attempts. The patient was hemodynamically stable at the conclusion of the procedure and transferred to the recovery room without incident. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately one month post filter deployment in a patient with history of pulmonary embolism the patient was scheduled for filter retrieval. The right internal jugular vein was accessed and attempts to snare the filter were unsuccessful. The filter was thought to be at an angle. The procedure was concluded and the patient tolerated the procedure well. The patient was scheduled for a second retrieval procedure approximately two months post filter deployment. The right internal jugular vein was accessed and venogram demonstrated thrombus proximal to the filter. Multiple retrieval attempts were made with multiple devices; however the hook of the filter was likely embedded into the caval wall which resulted in an unsuccessful retrieval. During a retrieval attempt, one of the shorter filter limbs was pulled in a cranial direction. The procedure was concluded and the patient was hemodynamically stable at the conclusion of the procedure. No additional information was provided in the medical records received.